Event description:
Additional information revealed that the patient was experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the discomfort has resolved.

Manufacturer narrative:
H6 - adverse event problem - correct patient and device codes to reflect discomfort at ipg site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg for an unknown reason. Further information is currently unavailable.